Event description:
Information was received from multiple sources (patient, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that of maximum settings could not delivered when trying to increase stimulation on program 4 and program 6 today. Program 4 maxes out at 0.4ma when she used to get to 2.0ma, program 6 maxes out at 1.3ma. Caller states that handset give message of "communicating with ins" every time she tries to decrease settings. Ts unsure what she is doing at that point to get that message. Pt mentioned that she has been feeling pain above her ins that she describes as "hip pain" when on prog 4. Typically, pt feels stim down into her little toe. Pt noticed same "hip" pain but not as strong when on prog 6 with stim going down to calf.pt is very active, works out, does construction, is a nurse and did report having a little slip or fall recently but didn't really notice any issues at the time. Redirected caller to her managing hcp. Program 3 was used early on in implant stage but that stopped working for her about a year after implant and then she switched to prg 4 which has be great for her up until recently. Radiating pain. Patient turned off device on (B)(6) 2023 and radiating pain down leg went away. 2) had device interrogated on (B)(6) 2023 and programmer created a new custom program. No pain felt with new program. Radiating pain from left buttocks down leg. At first, mild and intermittent but on (B)(6) 2023 became constant and very painful after trying to adjust programming. Recovered/resolved  end date: (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A1 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that radiating pain from left buttocks down leg ae site aware dt: (B)(6) 2023 . As for intervention, the programmer created a new custom program. No pain was felt with the new program. When stim therapy is off, the pain goes away. Impedances are out of range.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.